Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the shock impedance measurements were above 125 ohms with a competitor¿s right ventricular (rv) lead. The rv lead was then connected to the psa and measurements were unable to be obtained for the distal coil. The rv lead was explanted and successfully replaced. No adverse patient effects were reported. The ICD remained implanted and in service. Several years later, this ICD was explanted and successfully replaced with a cardiac resynchronization therapy defibrillator (crt-d). There were no allegations against the functionality of the device. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.